Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. An internal and external inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was determined to be a false empty detect and use error, initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family was conducted and found to be sufficient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:08:07. During night drain cycle one, the patient's ultrafiltration reading was 1668ml, indicating the home patient (hp) drained 1668ml more than their maximum programmed fill volume of 2000ml. No additional information is available.